Event description:
Initial info reported by a physician to a sales rep on 8/3/2006: a young male pt (age unspecified), who completed the first series of injections of hyaluronate sodium (hyalgan) felt faint, nauseated, vomited, was diaphoretic, had a "tight chest", and decreased blood pressure of 60/30 mmhg. The physician felt that the pt had a vasovagal reaction. The event occurred within 10 minutes of the injection and took 2 hours for the pt to feel better. No further details available. Additional info will be provided when available. Additional info received from product technical complaints in 2006: no batch number was received on this complaint; therefore, no investigation can be conducted. This complaint will be closed. If a batch number is received, this complaint will be reopened and responded to accordingly. Corrective treatment: unk.